Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the injection site was separated from the female luer lock adaptor. The injection site stem was broken and remained bonded inside the female luer lock adaptor. The reported condition was confirmed. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink catheter extension set broke. The connection between the injection site and the tubing broke after one day of use. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.